Event description:
It was reported following deployment of an angio-seal device to close the femoral artery, the physician suspected the device was deployed extravascular. Hemostasis was achieved with manual pressure followed by a c-clamp for 20 minutes. Within one hour, a hematoma developed and the patient was transferred to surgery; no damage to the femoral artery was observed. Four units of blood were lost. The patient was reported to be recovering following surgery.